Event description:
The account alleged that when the brakes are set the brake casters will still swivel. No report of injury.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.